Manufacturer narrative:
Sc-3400-30, sn: (B)(4): the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. The lead splitter passed all the required tests. Device exhibits normal device characteristics.

Event description:
A report was received that the patient had high impedances with loss of coverage in pain area. The physician requested an x-ray to check the integrity of the lead. The physician is waiting on authorization perform a lead revision.

Manufacturer narrative:
Additional information was received that the lead and splitter were replaced. The patient is doing well post-operatively. The lead and splitter were discarded by the hospital. Additional suspect medical device component involved in the event: model: sc-3400-30 serial/lot: (B)(4)description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had high impedances with loss of coverage in pain area. The physician requested an x-ray to check the integrity of the lead. The physician is waiting on authorization perform a lead revision.

Event description:
A report was received that the patient had high impedances with loss of coverage in pain area. The physician requested an x-ray to check the integrity of the lead. The physician is waiting on authorization perform a lead revision.